Event description:
It was reported by the patient that they were having a problem with their pacemaker. They stated that their heart rate is in the 135's. There was no further information available on follow-up. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-45 implantable pacing lead (B)(6) 1999. (B)(4).